Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response on all buttons due to unlocked connector on lcd board during visual inspection. No further testing could be performed due to unresponsive keypad. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 190 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.